Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history record review revealed no findings that could have directly contributed to the current complaint. The reported condition was verified. The device was found out of specification in relation to the reported watchdog error which was reproduced during evaluation. Evaluation determined the cause to be anomalous software. The processor printed circuit board was reprogrammed and the software was updated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sharp watchdog error. There was no known patient injury or medical intervention associated with this event. No additional information is available.